Event description:
It was reported that during a right hemicolectomy clips were loaded in closed condition. The user stopped using the device and replaced with a new one. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with a closed clip partially loaded into the jaws. The indicator clip was in the next position of the channel. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired indicating that no clips were remaining in the channel. The sample was disassembled to inspect the internal components. The jaw spring was slightly bent. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips loaded in closed condition" was not confirmed based upon the sample received. One device was returned with a closed clip partially loaded into the jaws. The indicator clip was in the next position of the channel. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73a1900874 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a right hemicolectomy clips were loaded in closed condition. The user stopped using the device and replaced with a new one. No clip fell in the patient.